Manufacturer narrative:
An error in the transmission of this follow up report was discovered. The correct analysis results are now attached. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual inspection demonstrated damages at the leads proximal part as mentioned in the complaint description. At the is-1 connector, the modules of the inner and outer coils were found separated from each other. The inner conductor coil was found severely deformed and stretched in this area. Based on the characteristics of these findings, it is reasonable to assume that these damages occurred due to tensile forces applied during the mentioned revision procedure. In addition, cuts in the insulation were found in the region of the ligature which most likely resulted from the surgery. Blood penetrated the lead in this area. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that the patient fainted due to pacing failure and was taken to the hospital. Rv thresholds were at 4.0v and it was suspected that this lead had dislodged. The physician was going to reposition the lead and fixate it again, however there was conductor exposure so this lead was explanted and a new lead was implanted.